Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that after the peel away sheath was removed and the repositioning sheath was inserted, it was reported that there was a continuous oozing from the access site despite angle matching. The md decided to use femstop and hemostasis was achieved. Positive distal pulses was confirmed via doppler and no additional blood products was given.

Manufacturer narrative:
H6 codes were updated to reflect the device was returned and were omitted from the first supplemental report that was submitted. H11 additional manufacturer narrative should of been updated on the first supplemental report that was submitted and was not. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
B1 adverse event was selected on the initial report and should of been left blank. B2 required intervention was selected on the initial report and should of been left blank. B3 revised as date of event was entered incorrectly on the initial report that was received. B5 revised as automated impella controller issue was not noted on the initial report that was submitted. D6a and d6b should of been left blank on the initial report that was submitted. D9 device was returned and date was added. E1 added facility name as it was omitted from the initial report that was submitted. E3 added selection as it was omitted from the initial report that was submitted. G2 added selection as it was omitted from the initial report that was submitted. G3 date was reported incorrectly on the initial report that was submitted. Date should of reflected 22-dec-2025. H6 added type of investigation code as it was omitted from the initial report that was submitted.

Event description:
The complainant reported that the staff noted that during support in the intensive care unit a yellow alarm occurred. The yellow alarm appeared saying "controller error", but the alarm condition resolved.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary root cause: the momentary loss of placement signal and controller error alarm was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed.